Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In previous report, section b5 was incorrect. Correct b5 should be - the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in the device, difficulty breathing, nausea, lightheaded, dizzy, headaches, respiratory problems, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found black particles and signs of liquid intrusion in the device, liquid contamination damaging dc power inlet, main pca (pressure transducer), blower motor and airpath. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 29 errors. The manufacturer concludes contamination found were consistent with black particles in the device and liquid intrusion consistent with device. The manufacturer also found lquid contamination damaging dc power inlet, main pca (pressure transducer), blower motor and airpath. The manufacturer concludes there was evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.